Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced bacterial peritonitis manifested by cloudy effluent, bloating and abdominal pain. The cause of peritonitis was unknown. The patient was not hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin and tobramycin (1.5g each, intraperitoneal, discontinued after 29 days) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.